Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 63-year-old male with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage e, underwent impella 5.5 support. On (B)(6) 2026 at 12:24 pm, the first impella 5.5 was percutaneously implanted via the right femoral artery and functioned as expected until explant on (B)(6) 2026 at 3:43 pm, with the patient surviving at explant and no device complaint reported. On (B)(6) 2026 at 3:30 pm, a second impella 5.5 was surgically implanted via the right axillary/subclavian artery. Upon attempted activation, the device displayed no flow at p2, followed by the screen turning black and an error message stating ¿impella catheter defective do not use.¿ the impella defective alarm was reported, pump reconnection did not resolve the issue, and the device was explanted approximately four minutes later at 3:34 pm. The device was removed due to the failure mode and then was replace with another impella 5.5. The reported event involved a single impella 5.5 that displayed an ¿impella catheter defective do not use¿ error upon attempted activation and produced no flow. The device was promptly explanted and replaced with another impella 5.5, which functioned as intended. The patient¿s subsequent death occurred following withdrawal of care in the setting of severe cardiogenic shock and was not attributed to the device failure. Based on the available information, there is no evidence that the reported device event caused or contributed to the patient¿s outcome. The impella 5.5will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The death is conservatively being reported to the impella 5.5 but care was withdrawn and is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
The information you provided is correct. When we initiated the impella, we observed zero flow, followed by an automatic hard reset of the console. The system powered back on and prompted us to repeat the startup steps. Given the situation, we exchanged the pump and placed a new impella 5.5 in the patient without issue. I have returned the original pump to you and will retrieve the log as soon as possible to send over as well. Based the additional information received for console MFR 1220648-2026-06955 was created.